Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on posterior side assessed as fold flaw opening. Additional observations: ¿ creases were observed on the surface of the shell. ¿ wear abrasion observed. ¿ stress marks observed.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.